Manufacturer narrative:
A ge service representative performed an onsite investigation and advised the customer to replace two parts and monitor the system. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that intermittently the system would not boot up. No pt injury was reported.